Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported a case where the suction ring allowed eye to move during flap generation treatment. Reporter indicated there was no registry of a suction break by the system. Reporter indicated the pt was able to move eye back into position, and generation of flap was continued through to completion. Reporter stated a slightly decentered flap position was noted. Upon add'l f/u, reporter indicates the pt outcome was good.